Manufacturer narrative:
(B)(4).

Event description:
During the procedure, it is unknown how far into use, hot saline ran out the bottom of the incision site and burned the patient. The burn was on the bottom of the incision and was approximately 10-12cm with burn and blister. The burn was treated with a silverlon dressing.

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection (if applicable) slhr review complaint device details: product line: aqm generator, quantity returned: 1, product code (sku): 40-402-1, serial: (B)(4), testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. External visual: pump head hair line cracked, no impairment to functionality of pump. Internal visual: all cable connections and hardware are properly connected functional inspection: this unit powers on and successfully completes the power on self-test. Rf activates only when button is pressed on disposable device, rf stops when button on disposable device is depressed, power output is within specification, pump function and saline flow are within specification. Table of measurements: (B)(6). Slhr review: no prior service history investigation conclusion: the reported issue was not confirmed. There was an additional failure found during analysis. Cause of failure and impact to functionality: pump head hair line fracture does not impact functionality. The complaint cannot be duplicated in the lab setting. These are standard instructions from aquamantys disposable devices applicable to hot saline run-off: be aware that the device employs rf coupled with saline. This coupling effect may result in a deeper tissue effect than conventional rf and has the potential for hot saline run-off onto delicate structures. Protect delicate structures from hot saline run-off by utilization of suction or other protective measures. How was failure resolved/addressed: service replaced the pump head

Event description:
During the procedure, it is unknown how far into use, hot saline ran out the bottom of the incision site and burned the patient. The burn was on the bottom of the incision and was approximately 10-12 cm with burn and blister. The burn was treated with a silverlon dressing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.